Event description:
It was reported during an unk procedure, that the staples would not hold. They used another like device. There was no adverse pt consequence.

Manufacturer narrative:
The batch record was reviewed and no anomalies were noted during the mfg process.